Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that a surgical procedure involving an unknown boston scientific penile prosthesis was performed due to unknown reason. The previous device was removed and a new tactra malleable penile prosthesis was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested, however, it was not provided.